Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one leaflet, and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed and the leaflet assessment was performed, but not satisfactory due to the suboptimal visualization in the patient with a very small left atrium, an abnormally rotated heart, and a thin anterior leaflet. The grasp on the posterior leaflet was visualized, but there was not good visualization of the grasp on the anterior leaflet. Clip deployment was performed and the mitral regurgitation (mr) grade was reduced to 1-2. Approximately two minutes after clip deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3-4. A second mitraclip was implanted to stabilize the first clip and mr was reduced to grade 2. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states, if the grasp appears satisfactory, lower the grippers onto the leaflets. Failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in an single leaflet device attachment (slda). All available information was investigated and the slda was likely due to a combination of the challenging patient anatomy, procedural circumstances of difficult visualization and user error. The user error was associated with the user deploying the clip although leaflet assessment was not satisfactory. There is no indication of a product quality issue with respect to manufacture, design or labeling.